Event description:
The dr reported that "when removing the needle from the pt's gum, the needle seperated from the hub." The needle was removed by an oral surgeon and the dr reported that the pt's medical status after the incident was fine.